Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the reported condition cannot be confirmed in the lab due to a lack of sample. The root cause was determined to be user error. Review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume alarm, this alarm occurred during initial drain with a drain volume of 642 ml. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) stated that the hp disconnected from the hc during the last therapy and there was fluid all over the floor and they were unsure of how much fluid was in his body right. The hp had removed all the tape and bandaging then had changed positions and everything looked open and clear. The tsr assisted with a test fill to see if the hp was empty. The test fill volume was 160 ml and the test drain volume was going very slowly. The tsr had the cg check the lines again and there was now fibrin in the line. The tsr assisted the cg with ending therapy. The decision tree showed the cause was physiological related to the catheter. No patient injury or medical intervention was reported. Product surveillance contacted the caregiver on (B)(4) 2010. The caregiver stated the following: the patient had disconnected his transfer set and the solution had leaked out of him. The patient knows not to disconnect during therapy but was nervous due to a death in the family. The nurse was contacted and antibiotics were given. The patient is still performing therapy and no patient injury was reported.